Event description:
Caller reported tandem mobi cartridge alarm during the load process, a problem that had occurred previously. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed the alarm and decided to replace the pump, providing the caller with instructions for putting the current pump into storage mode and sending it back using a pre-paid label. The caller was informed that the replacement pump would have updated software, and acknowledged the necessary steps to manage the transition.